Manufacturer narrative:
After product evaluation, it was determined that the fiber returned for evaluation exhibited functioning properties of a conforming laser fiber. During initial visual examination, the non-conforming and charred distal tip indicated the fiber had been used, likely coming into direct contact with a solid structure such as a kidney stone. After the distal tip was reprocessed, the fiber again functioned according to specifications and did not exhibit any signs of breakage. The successful testing of the fiber after distal tip reprocessing and the presence of a pilot beam with successful laser transmission as well as 11 previous uses of the 10 times reusable fiber indicates that the fiber was fully capable of functioning as intended. It is unknown why the complainant indicated the fiber "broke" during the procedure as the length of the fiber that was sent for evaluation was inconsistent with this claim. The fiber functioned according to dornier specifications. This event occured in (B)(6).

Event description:
Complaint stated: "breaking the fiber during intervention resulted in perforation the urethra-scope, therefore the hospital is unable to do such interventions, fiber consumption is 0".